Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that the dialysate line had a blood leak issue during a patient¿s hemodialysis treatment. The biomed replaced the dialysate line and the machine was returned to service. There was no patient injury, adverse events, or medical intervention required as a result of this event. The biomed stated that there was evidence of blood inside the glow indicator on the dialysate line. Additional information was requested, however to date not provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius combiset bloodlines shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A biomedical technician (biomed) at a user facility reported that the dialysate line had a blood leak issue during a patient¿s hemodialysis treatment. The biomed replaced the dialysate line and the machine was returned to service. There was no patient injury, adverse events, or medical intervention required as a result of this event. The biomed stated that there was evidence of blood inside the glow indicator on the dialysate line. The patient completed treatment on a different machine. Additional information was requested, however, to date not provided.